Event description:
It was reported that prior to a novasure endometrial ablation, the physician performed a laparoscopy and tubal ligation. The novasure procedure was completed, but due to distention loss, the physician performed a laparoscopy and visualized a ''perforation at the center fundus line and fluid near the pelvis. No thermal injury to the bowel noted." The physician cauterized the perforation and requested the pt remains for one night at the facility observation. On (B)(6) 2013, it was reported by the physician the pt was admitted overnight following the procedure, but she checked herself out (no physician discharge) the next day, (B)(6) 2013. The physician has not seen the pt for f/u and the pt has not contacted the office.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint (B)(4).